Event description:
It was reported that this patient experienced syncope. The patient had to crawl to the phone in order to call their healthcare provider (hcp), which took them one hour because they felt like they were going to pass out again. The patients cardiac resynchronization therapy pacemaker (crt-p) device was subsequently determined to have reverted to safety mode with limited critical therapy still available. The patient was indicated to be pace therapy dependent. The boston scientific field representative noted that they did not observe pacing inhibition greater than two seconds. The crt-p device was subsequently explanted and replaced the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient experienced syncope. The patient had to crawl to the phone in order to call their healthcare provider (hcp), which took them one hour because they felt like they were going to pass out again. The patients cardiac resynchronization therapy pacemaker (crt-p) device was subsequently determined to have reverted to safety mode with limited critical therapy still available. The patient was indicated to be pace therapy dependent. The boston scientific field representative noted that they did not observe pacing inhibition greater than two seconds. The crt-p device was subsequently explanted and replaced the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.